Manufacturer narrative:
Internal components were evaluated which revealed the presence of corrosion within the device.

Event description:
It was reported by the customer that the device overheated. There was no pt involvement and no adverse consequences alleged with this event.